Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the foot pedal was stuck was confirmed. However the repair of the devoice was declined as there were broken inserts on the housing and the parts were unavailable to address the issue. The foot switch was sent to long-term hold. The damage to the device is most likely a result of user mishandling of the device or a probable fall. The physically damaged components are responsible for the complaint reported by the customer. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown surgery on (B)(6) 2021, it was observed that the footswitch device had an error. During in-house engineering evaluation, it was determined that there were broken inserts on the housing on the device. Another like device was used to complete the procedure with a delay of 20 minutes. There were no adverse patient consequences reported. No additional information was provided.